Event description:
It was reported that the heads were out of the screw. During a surgery of revision, when the surgeon made the incision, he saw that the two caudal polyaxial heads were out of the screw. Levels of the surgery 3 pathology spondylisthesis. The reason for the revision was that another screw was touching a nerve root, so the surgeon decided to replace it. He removed all the locking caps, the rods, and replaced the rods and locking caps to close the construction. When he was tightening the cranial locking caps, the caudal polyaxial heads popped off. He confirmed that they did not change the polyaxial heads in the first instance. He changed the popped off heads with new heads. The patient did not suffer any problem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the heads were out of the screw. Visual control with stereo-magnifying glass showed that when pulling the adjusting screw the heads popped off incompletely. For this reason the heads could detach under pressure.